Event description:
Unable to pass suction catheter through 2.5 sheridan endotracheal tube to clear a pt's airway. Pt required re-intubation with a new endotracheal tube. Staff reported similar instances of being unable to pass suction catheters through these endotracheal tubes. Upon inspection of endotracheal tube, the tube was too narrow for any suction catheter to pass through it. The lot number of the actual endotracheal tube in question was unavailable. The lot number that has been provided is of the same type of endotracheal tube that was currently in use. The actual endotracheal tube is available for eval.